Manufacturer narrative:
Evaluation: results: there is visible damage to the battery door so that it cannot be locked which causes the alarm to power on intermittently. Conclusions: no conclusion can be drawn.

Event description:
The reporter did not state the reason for the return of a sitter select model 8361 alarm. No pt injury reported. Posey inspected the alarm and the battery door could not be locked causing intermittent power.